Manufacturer narrative:
The customer is not having any other problems.

Manufacturer narrative:
(B)(4).

Event description:
The customer is questioning quality control and patient results tested for ise indirect na for gen.2 (na) on a cobas 8000 cobas ise module (double). The customer indicated that approximately 150-200 patient results required corrections. The customer provided data for 4 patient samples. The results for 3 patients were erroneous and were reported outside of the laboratory. Patient 1 initial na result was 142 mmol/l. The repeat result was 134 mmol/l. Patient 2 initial na result was 133 mmol/l. The repeat result was 126 mmol/l. Patient 3 initial na result was 141 mmol/l. The repeat result was 134 mmol/l. The repeat results were believed to be correct. Some patient samples were repeated on the same ise module and some patient samples were repeated on a cobas 6000 c (501) module. The customer declined to provide the specifics or any additional patient results. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified an issue with the electrode cartridge. The na electrode cartridge was replaced. Instrument checks, precision, calibration and quality control tests all passed. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Possible root causes may be related to a calibration error, patient sampling issues related to pre-analytic issues, an ise flow related issue or an electrode problem.